Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20634. It was reported the patient is not satisfied with his coverage and effective stimulation was never established with the thoracic scs system. The patient reported abdominal stimulation after reprogramming. X-rays were taken and the leads show no signs of migration. The patient's pain pattern is spine, back and some legs. It was further reported the patient never had direct back coverage and abdominal stimulation has always been present. Follow-up identified the patient would like the scs system removed. The patient did not want other options recommended by the physician or sjm representative. Follow-up further revealed both systems were removed approximately a month ago. The explant date is unknown.